Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed downstream occlusion and instead evaluated for false downstream occlusion alarms, which evaluation did not experience. Multiple occurrences of downstream occlusion alarms were found in the log, however, these alarms may have been true occurrences of downstream occlusions and do not indicate whether the device was able to properly detect a downstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion during preventative maintenance. There was no patient involvement. No additional information is available.